Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts associated with an alert 38 motor stall during use of the ilet, and although a guided dry run was successful, the alert recurred after switching to a new cartridge and then all new supplies, indicating a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem identified and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.